Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller said the pt had several strokes and after a few minutes the occipital stimulator comes on normally then turns off (patient services (ps) understood that's how the ins was programmed). Caller wanted to know if they could turn the stimulation off for the pt was going to have a heart catheterization. Caller said the pt kept the therapy on all the time and they had not charged the ins in 2 or 3 months. They felt like they had not had to charge it often. During call caller attempted to sync the patient programmer to the ins without an antenna attached to it and they kept getting poor communication. The caller than attempted to connect the insr to the ins, the pt was getting reposition antenna. Pt was charging the insr and it was charging from a quarter to a half charge. Caller attempted to go through antenna locator session but that was unsuccessful. Ps understood pts ins was over discharged. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Ps provided caller nas phone number. Caller said the pt had a heart catherization tomorrow at 3:00. Caller said the pt has had stroke, and they were dizzy and could not remember things; caller said it was frustrating. The could not believe the pt was not getting stimulation for pt was not in severe pain. The pt got the ins for they got cluster headaches and the pt was not withering in pain so caller wondered if the pt even needed the ins for the caller thought the ins was on. Additional information was received from the manufacturer representative (rep) reporting she is meeting with pt today and the pt's ins is in overdischarge. Tss reviewed how to recover ins, clear por, etc. Additional information received. Rep reported patient's stroke ,dizziness, memory problem, and heart catheterization was unrelated to device. Attempted 4 countdowns to pull ipg out of over discharge and it was not successful. Patient is getting scheduled for a replacement